Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was found unresponsive by her husband. The emergency medical service (ems) was called and it was determined to be in asystolic arrest. The patient coded for thirty (30) minutes unsuccessfully and expired at the emergency department. The device will not be returned to the manufacturer for evaluation; controller log files are not available for review. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on (B)(6) 2014 that a patient was found unresponsive by a family member. There were no recorded ventricular assist device (vad) alarms. The emergency medical service (ems) was called and determined the patient was in asystolic arrest. The patient coded for thirty (30) minutes unsuccessfully. The patient was taken to a non-vad center that did not have any equipment including a monitor to interrogate the device. The patient expired at the emergency department. No autopsy was scheduled and the device was not returned for evaluation.